Event description:
The ge oec 9800 fluoroscopy system locked up. This was reported after a user connected the wrong workstation to the inappropriate mainframe c-arm.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the user connected the wrong workstation to the wrong mainframe. As a result, the systems interface, generator interface and fluoro functions board needed to be replaced. The pcbs were replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.